Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of device in total abdominal hysterectomy, the surgeon found that the insulation material in the tip part of the jaws was about to peel off. When the surgeon stopped the surgery and checked it immediately, the insulation material completely peeled off and fell outside the body. The broken piece fell off in an instrument tray. Upon checking the device, the piece went missing somewhere on the floor. A new device was used to complete the procedure. No patient injury.